Manufacturer narrative:
(B)(4). (B)(4). Jaws unable to open_open after assisted. Device b batch # g9jl99; mfg date: 03/11/2010; exp date: 02/11/2015. Jaws unable to open_open after assisted, advancer bypass toward tissue the analysis results found that device (a) was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, it locked out as intended, but the orange indicator was visible at 12th firing sequence thus, it over traveled. However, during each firing sequence the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. The analysis results of device (b) found that it was received with the jaws in the closed position. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, it fed seven conforming clips according to our manufacturing specifications and then, the tip of the advancer slid toward tissue stop during six firing sequences causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. Finally, the device locked out as intended but the orange was not visible. This finding is not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Device issue: needle-to-cuff miss, failure to deploy suture. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a calcified femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was present. During device removal, it was noticed, "the suture appeared but with the knots untied." Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, one device became stuck on the cystic artery. This device was removed by clipping on either side then using a laparoscopic scissor to cut the device off tissue. The second device clips would not come out at every firing. The second device was used to complete the procedure. No adverse consequences reported. (B) (6). The following was received: "this is the only information I was provided. Surgeon has been using this device for years and hasn¿t had issues."

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.